Manufacturer narrative:
In response to FDA report number: mw5088620. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "continuous pain."

Event description:
Patient reported via regulatory agency right-side "continuous pain." Device was explanted.